Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Event description:
It was reported that during insertion in the procedure unit, one of the white grip portions of the peel-away sheath broke off. As a result, the sheath was retracted, then by hand, the clinician split the peel-away to remove it safely from the patient. At the time of reporting, the PICC remained in situ. There was no reported delay, death, or complications to the patient as a result of this occurrence. The insertion site was the right upper arm/basillic vein.

Manufacturer narrative:
(B)(4).